Manufacturer narrative:
E1: (b)(6).Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.

Event description:
It was reported that cannula detached due to infusion set is not adhering on (b)(6) 2026.